Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The scavenger hose assembly was replaced and scavenger system reservoir was cleaned to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction that could result in an over delivery of pressure. There was no patient involvement.